Event description:
A surgeon reported a patient experienced a posterior capsule rupture during cataract surgery. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
No samples were returned for evaluation for "posterior capsule rupture". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "posterior capsule rupture" cannot be determined from this evaluation due to no sample returned and no lot number identified. (B)(4).